Event description:
The surgeon inserted a competitor's lens using the sfc-25 fp cartridge. Upon insertion into the eye the lens tore. Addtional information has been requested, but none has been forthcoming. If addtional information is received a supplemental medwatch shall be sent.